Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with the implantable cardiac monitor over sensing t-waves and under sensing r-waves. On (B)(6) 2018 the device was reprogrammed and the patient was stable before and after.